Event description:
This was a left-sided cardiac lead extraction conducted in the ep lab to remove a total of 3 leads ((B)(4) riata-rv; (B)(4) tendril pacing lead-rv; (B)(4) pacing lead-ra) due to an acute infection. The patient was prepped with an arterial line, fluoroscopy and tee were in use, blood products in the room, and cvs on standby. Md opened the pocket, the device was removed and both leads ((B)(4), both 71 months old) were prepped with lld-ezs. The md pulled on the 11 month old rv lead - (B)(4) and it came out with no extraction tools. Md secured the outer insulation to the distal loop of the ez llds with suture. Md secured the 6 shocking cables on the rv - (B)(4) in 2 groups of 3 and secured them with suture back to the distal loop on the stylet. Lasing began with a 16f sls ii with the rv - (B)(4) and found that the rv - (B)(4) was adhered to this lead at several points. Very little progress was made at the innominate/svc junction so after 1.22 minutes of lasing a teflon outer sheath was added to the 16f sls ii and switched to the ra - (B)(4). After 1.18 minutes of lasing progress was quickly made past the binding point that was preventing the removal the rv - sjm 7001 riata and the ra lead was successfully extracted. Md moved back to the rv (B)(4) quickly made progress to the svc/atrial junction where he was another obstruction. Externalized cables on the (B)(4) riata were noted at this point and the lead appeared to be coming apart in front of the laser sheath. Slow progress over the externalized cables was being made when we noted a drop in the abp. Cvs was in the observation room and entered the room. An effusion was noted within the pericardial space by tee and fluoroscopy. A sternotomy was performed within 10 minutes of the initial abp decline and within 12 minutes the patient was placed on bypass. An injury at the svc/atrial junction was found and successfully repaired with 20 minutes. All leads were successfully extracted. Patient was closed, transferred to ccu and was eventually discharged from the hospital. Md stated all spnc devices performed as intended and did not attribute the patient's injury to the extraction tools.

Manufacturer narrative:
Device was discarded after use.